Manufacturer narrative:
Product complaint # (B)(4) date sent: 8/12/2020 see attached user facility medwatch # 4600150000-2020-8005 - attachment: [(B)(6) 4600150000-2020-8005 (1).pdf]

Manufacturer narrative:
(B)(4). Batch # r57h6d. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and was tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted.

Event description:
It was reported that during a laparoscopic appendectomy, when the stapler was tested outside of the patient, it only partially fired and the jaws of the instrument wouldn't release to open. It was not reported how the procedure was completed. There were no patient consequences reported.